Manufacturer narrative:
On april 5, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with two 450cc mentor memorygel breast implants, suffered bilateral capsular contractures (baker grade IV on the right, baker grade ii on the left), post-procedure. As a result, the patient went for removal and replacement surgery on (B)(6) 2021. During the surgery, it was discovered that the right implant was also ruptured. Subsequently, the patient underwent right breast capsulotomy, bilateral capsulectomy, bilateral removal and then bilateral replacement with the following devices: (right) 485cc mentor memoryshape breast implant catalog: 3341254 lot: 9477528 sn: (B)(4) and (left) 485cc mentor memoryshape breast implant catalog: 3341254 lot: 7568877 sn: (B)(6). This medwatch form is for the left breast prosthesis.